Event description:
Per the clinic, the patient experienced swelling at the implant site and was treated with oral antibiotics on (B)(6) 2023 (specific duration not reported).

Manufacturer narrative:
This report is submitted on february 14, 2023.